Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 40 mg/dl. The customer¿s other blood glucose level was 157, 60 mg/dl. The customer declined the troubleshoot for the low blood glucose. The customer is on auto mode. The customer treated for low blood glucose with the glucose. The insulin pump will not be returned for analysis.